Manufacturer narrative:
Additional narrative: the overall part/lot is still unavailable at this time. Partial part #09.820.045.2 superior plate size l. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a retrieval analysis was performed for the subject device implant number (B)(4) and its sub-components (superior endplate, polyethylene [pe] inlay and inferior endplate). All components were examined macroscopically for signs of wear and damage. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates, the titanium (ti) coating and the pe inlay, all consistent with tool marks and surgical removal technique. The superior and inferior endplates displayed evidence of bone remnants. There are signs of impingement on the superior and inferior endplates. There is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that the inlay from the field cannot be dimensionally verified because it remains assembled in the inferior plate. Any attempted removal of the inlay will cause damage and distortion to the device and then any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was a within specification at the time of manufacture. The laser-etch on the inlay and inferior plate cannot be verified due to their assembly therefore identification of the assemble cannot be determined and raw material cannot be traced back to their original lots. In regards to the complaint (device migration), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked on the superior and inferior plates due to the plasma coating. Post plasma coated surfaces will prevent accurate location and could damage the cmm probe tips. The superior and inferior plate machining dimensions are normally inspected 100% using a cmm prior to plasma coating. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. An image reading of the anterolateral and lateral was conducted by a medical director md from this manufacturer. It was reported both artificial disc endplates migrated posteriorly. The inferior endplate moved half-way into the spinal canal. Based on the position of these two endplates, it is reasonable to believe that the inlay might have migrated to the spinal canal as well. This report is for one unknown pdc implant. 6687297 is the partial lot number given until the device has been returned. Unknown date approximately two years ago. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a total disc replacement at levels c5-c6 for motion preservation with prodisc-c on an unknown date approximately two years ago. On (B)(6) 2014, the patient visited a different surgeon and reported pain at the site. The surgeon reported it to the initial implant surgeon. Anterolateral (ap) and lateral x-rays were performed and it was confirmed that the inferior endplate of the prodisc-c migrated through the bone and into the spinal canal. It was not confirmed if there was trauma at the site. A revision surgery was performed on the same day. The surgeon removed the entire 6mm large prodisc-c. In order to remove the migrating endplate, the surgeon performed a 2-level corpectomy with posterior fusion. The surgeon used a competitor¿s cage, inferior cervical plate and posterior cervical screws. The procedure was completed successfully without any reported patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the endplate damage appears to be iatrogenic and probably caused during removal. Inlay and bearing surfaces appear to be intact. Evidence of bony ingrowth on keels and endplate surfaces suggests adequate fixation. No evidence of loss of fixation apparent based on the condition of the implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.